Manufacturer narrative:
(B)(4). The dexcom g5 mobile glucose monitoring system user's guide states: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report the use of prescription lidocaine on the patient prior to sensor insertion on (B)(6) 2016. The sensor was inserted into the arm on 05/14/2016. Patient's doctor prescribed lidocaine on (B)(6) 2016 as a preventative measure. The sensor was inserted into the arm. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (B)(6) or the upper buttock (B)(6). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.